Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen exiting the tubing. The customer disconnected and reconnected the luer lock connection, filled tubing, saw drops of insulin exit the tubing, and resumed insulin delivery. Blood glucose was 97 mg/dl.